Event description:
It was initially reported that the patient had had a heart attack in (B)(6) 2004 and had to be resuscitated. Three weeks later, she went to the ER complaining of leg pain and the doctors recommended to turn her ins (implantable neurostimulator) off for some of the tests. She had never turned it back on, and the ins was never checked by her doctor after the defibrillation. More than one month later, it was reported that the patient did not have concerns with her device or therapy. It was stated that, after receiving the list of local doctors, all patient's problems should be solved so quickly. Less than one year later, it was reported that external defibrillator was used after the patient had had a heart attack in 2004. It was stated that the patient went to the doctor and the doctor said the stimulator was not longer working because the external defibrillator was used. See manufacture report #3004209178-2013-20472 for information on patient's other event. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer,.patient product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3998, lot# j0406220v, implanted: (B)(6) 2004, product type: lead. Product ID : 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3998, lot# j0406220v, implanted: (B)(6) 2004, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).